Manufacturer narrative:
Pump received with completely broken reservoir tube lip, reservoir tube missing o-ring, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, and case cracked at the reservoir tube window corner. A test reservoir was installed and did not lock in place due to broken reservoir tube lip. (B)(4)

Event description:
The customer reported via phone call that the insulin pump portion that holds the reservoir in place broke off and customer can no longer use the pump. Customer does not recall any significant events leading to the error. Customer's blood glucose was 117 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.